Manufacturer narrative:
The instrument coordinator at (B)(6) hospital reported that the 3.2 mm drill adaptor ((B)(6)) have some metal fragments inside. The field service engineer, evaluated the 3.2 mm drill adaptor and tried sliding a 3.2 mm drill bit along the adaptor internal opening. He noticed that the drill bit was catching onto the internal component and was not sliding smoothly. The product was not returned at manufacturing site for investigation, therefore the root cause of this event remains unknown. However, the most probable root cause of this event is that the metal debris were created by the friction between the drill bit and the drill adaptor. However, this cannot be confirmed.

Event description:
The instrument coordinator at (B)(6) hospital reached out to a zimmer biomet team member on february 3rd about a 3.2 mm drill adaptor ((B)(6) ) that was reported to have some metal fragments inside. The instrument coordinator wanted this piece to be evaluated by the rosa team. The zimmer biomet team member passed this information to a company field service engineer (fse) on february 3rd. The fse replied to the instrument coordinator stating that he will be present for two rosa cases at ohsu on february 4th and would like to evaluate the drill adaptor himself before passing it onto the rosa team in france. The fse evaluated the 3.2 mm drill adaptor and tried sliding a 3.2 mm drill bit along the adaptor internal opening. He noticed that the drill bit was catching onto the internal component and was not sliding smoothly. The fse inquired about the event information where the neurosurgery staff members originally had issue with the drill adaptor. Ohsu staff members stated that it happened during dr. (B)(6) seeg on january 14th. According to the team schedule, another fse was covering the rosa case for dr. (B)(6) on that date. The ohsu staff members stated that the drill bit got stuck in the 3.2 mm drill adaptor as the surgeon tried to back out the drill bit. The surgeon had to remove the drill adaptor from the instrument holder so that the scrub tech could try to remove the drill bit from the adaptor on the sterile table. The scrub tech said that it took excessive force to remove the drill bit. The delay in surgery for this case is less than 30 minutes since they had an extra 3.2 mm drill adaptor in their rosa instrument tray.

Manufacturer narrative:
The product was returned at manufacturing site for investigation, it was confirmed that there are some metal fragments in the drill adaptor. The most probable root cause of this event is that the metal debris were created by the friction between the drill bit and the drill adaptor. This is a known issue that was already addressed through the continuous improvement process of our products. Corrected data: b4 date of this report, d9 device availability, g3 date received by manufacturer , h2 if follow-up, what type , h3 device evaluated by manufacturer, h6 adverse event problem, h10 additional narratives/data.

Event description:
The instrument coordinator at oregon health and science university (ohsu) hospital reached out to a zimmer biomet team member on february 3rd about a 3.2 mm drill adaptor (mt-02-161 s18551) that was reported to have some metal fragments inside. The instrument coordinator wanted this piece to be evaluated by the rosa team. The zimmer biomet team member passed this information to a company field service engineer (fse) on february 3rd. The fse replied to the instrument coordinator stating that he will be present for two rosa cases at ohsu on february 4th and would like to evaluate the drill adaptor himself before passing it onto the rosa team in france. The fse evaluated the 3.2 mm drill adaptor and tried sliding a 3.2 mm drill bit along the adaptor internal opening. He noticed that the drill bit was catching onto the internal component and was not sliding smoothly. The fse inquired about the event information where the neurosurgery staff members originally had issue with the drill adaptor. Ohsu staff members stated that it happened during dr. Raslan¿s seeg on january 14th. According to the team schedule, another fse was covering the rosa case for dr. Raslan on that date. The ohsu staff members stated that the drill bit got stuck in the 3.2 mm drill adaptor as the surgeon tried to back out the drill bit. The surgeon had to remove the drill adaptor from the instrument holder so that the scrub tech could try to remove the drill bit from the adaptor on the sterile table. The scrub tech said that it took excessive force to remove the drill bit. The delay in surgery for this case is less than 30 minutes since they had an extra 3.2 mm drill adaptor in their rosa instrument tray.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The instrument coordinator at (B)(6) hospital reached out to a zimmer biomet team member on february 3rd about a 3.2 mm drill adaptor (B)(4) that was reported to have some metal fragments inside. The instrument coordinator wanted this piece to be evaluated by the rosa team. The zimmer biomet team member passed this information to a company field service engineer (fse) on february 3rd. The fse replied to the instrument coordinator stating that he will be present for two rosa cases at (B)(6) on february 4th and would like to evaluate the drill adaptor himself before passing it onto the rosa team in france. The fse evaluated the 3.2 mm drill adaptor and tried sliding a 3.2 mm drill bit along the adaptor internal opening. He noticed that the drill bit was catching onto the internal component and was not sliding smoothly. The fse inquired about the event information where the neurosurgery staff members originally had issue with the drill adaptor. (B)(6) staff members stated that it happened during dr. (B)(6) seeg on january 14th. According to the team schedule, another fse was covering the rosa case for dr. (B)(6) on that date. The (B)(6) staff members stated that the drill bit got stuck in the 3.2 mm drill adaptor as the surgeon tried to back out the drill bit. The surgeon had to remove the drill adaptor from the instrument holder so that the scrub tech could try to remove the drill bit from the adaptor on the sterile table. The scrub tech said that it took excessive force to remove the drill bit. The delay in surgery for this case is less than 30 minutes since they had an extra 3.2 mm drill adaptor in their rosa instrument tray.